Event description:
Medtronic received information regarding a navigation device being used during a cranial resection procedure. It was reported that after the site registered the patient, they received an error 64. Site rebooted the system and the issue was resolved. There was less than an hour delay in surgery. There was no impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #:(B)(6). Camera cart 9735670 stealth s8 basic h3) a software analysis was performed. Analysis determined that a software malfunction caused the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.